Manufacturer narrative:
Initial.

Event description:
It was reported that a user newly started on the ilet experienced hypoglycemia, with blood glucose decreasing to 39 mg/dl and subsequently rising after treatment; the user consumed oatmeal and a sugary beverage, received coaching to use fast-acting carbohydrates to bring glucose above 70 mg/dl before a meal, and later experienced hyperglycemia up to 366 mg/dl attributed to overtreatment of the low. Symptoms included hypoglycemia with diaphoresis and shaking, followed by hyperglycemia. Outcomes included medication-type intervention with oral fast-acting carbohydrates; no serious injury was reported. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device-related findings and insufficient device information, and there was insufficient information to identify a medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established.